Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with injection (inj.) Of amikacin 50 mg (frequency not reported), inj. Of reflin 500 mg (frequency not reported) and inj. Of heparin 1000 iu (frequency not reported). The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. At the time of this report, the outcome of this peritonitis event was unknown. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).